Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer for this complaint. The customer complaint unable to prime the line could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23019104 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that during use with bd maxplus¿ extension set the device was occluded. New device introduced and there was no additional patient impact. The following information was provided by the initial reporter: verbatim: no harm to patient. Defective description: unable to prime line.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ extension set the device was occluded. New device introduced and there was no additional patient impact. The following information was provided by the initial reporter: verbatim: no harm to patient. Defective description: unable to prime line.